Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter has a power issue (meter does not turn on with the power button). On 03/18/2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt manages her diabetes with an insulin pump and tests her blood glucose quite frequently. The pt reportedly was obtaining high readings (above 600 mg/dl) on the subject meter for 3 days prior to the power issue. The pt attributes her high blood glucose to a viral infection. On (B) (6) 2010, the pt could not get her blood glucose to come down despite the 50 units of insulin she took based on the elevated readings. On (B) (6) 2010, the pt went to the hospital and was treated with IV fluid. The pt obtained a lab reading but the hcp did not provide the pt with a numeric result. The pt reportedly had symptoms of nausea and had frequent urination at the time of concern. The pt indicated that she had ketones in her urine but did not have dka. Her ph was approx 7.2. The pt was never hospitalized but was released after 3.5 hours of IV treatment. Her blood glucose reading was at "336 mg/dl" prior to her release from the hospital. Reportedly, the power issue began after she got home that night on (B) (6) 2010. The pt contacted lifescan for assistance. The power issue was not resolved with troubleshooting as her alleged power issue was intermittent. The pt reportedly was able to obtain her blood glucose using another meter after the power issue began. Since then her blood glucose is currently under control. This complaint is being reported due to the alleged power issue. However, there is no evidence that the pt suffered a serious injury due to the product issue. The pt's medical treatment and symptoms preceded the onset of the power issue. Replacement products were sent to the pt.